Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4). Final analysis found that the proximal insulation was abraded at 11.8 cm to 12.0 cm from the connector pin. The proximal coil was exposed in the same area. Both were due to friction with another device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.